Event description:
It was reported that during a stabilization surgery with a short 2.9mm pushlock the device did not work properly when inserted. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. On 10-jun-2022 update. Further information were provided that the screw broke into half when it was partially inserted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the screw was broken. Part of the screw was retained on the inserter, the additional portion of the device was not returned for investigation. The cause of this remains undetermined. It was also noted that the anchor was not disassembled from the device.